Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated that she disconnected during the initial drain and then reconnected. That was when the alarms sounded. The baxter technical service representative (tsr) explained the alarms, the proper disconnections procedures and had the hp recycle the power two times to clear the alarms. The tsr then explained the supplies were compromised and the hp would need to start over with new supplies. The tsr advised the hp to call the rn in the next 24 hours and let her know what happened. The hp understood the explanations and cleared the alarms and would start over with new supplies. They would call the registered nurse (rn) and the hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.